Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one linear opening and fold creases. Leak test and microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.